Event description:
Procedure: laparoscopic ventral hernia repair. Reportedly, the surgeon fired down three protack instruments during the procedure (90 tacks - each instrument contains 30 titanium helical tacks). Reportedly the hernia was extremely large. The patient experienced complications and was re-operated on (date unknown). The surgeon found the screws sticking out supposedly causing damage on the bowel and the gastric pouch. This patient expired.